Manufacturer narrative:
Concomitant: product ID 3888-33, lot# j0349360v, implanted: 2004-(B)(6), product type lead. Product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. Product ID 3888-33, lot# j0349360v, implanted: 2004-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 3888-33, lot# j0349360v, implanted: 2004-(B)(6), product type lead. Product ID 3888-33, lot# j0349360v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was implanted since 2004 and it only worked for about 2 to 3 years. It was noted that the wires were not connecting and it did not work. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.